Event description:
It was reported that during a percutaneous coronary intervention procedure, foreign matter was observed. The 5f impulse guide catheter was advanced through an unknown stent, located in a graft of the obtuse marginal to the aorta, making the guide catheter hard to torque. When the impulse guide catheter was removed it had metal attached to it. The source of the metal is unknown, however, the stent remained implanted. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure, foreign matter was observed. The 5f impulse guide catheter was advanced through an unknown stent, located in a graft of the obtuse marginal to the aorta, making the guide catheter hard to torque. When the impulse guide catheter was removed it had metal attached to it. The source of the metal is unknown, however, the stent remained implanted. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an impulse catheter with an unidentified stent and guidewire. The guidewire was in the lumen of the catheter. There was tissue observed on the stent. The stent was entangled on the distal end of the catheter 9 mm from the distal tip. There were stent impressions on the catheter. Product analysis confirmed that a stent was attached to the impulse catheter. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).